Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving hydromorphone (20 mg/ml) and bupivacaine (20 mg/ml) via an implantable pump for spinal pain and failed back surgery syndrome. In the past there were issues with an occlusion in the catheter. It was revised or replaced and resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.